Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Top and bottom cases are in excellent condition. No visible contamination. Invalid syringe size was found during syringe test. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be the syringe size was out of calibration. Actions were taken to mitigate the reported issue: recalibrated pump. Pump passed all the functional test.. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that barrel clamp would not detect syringe size. No patient injury was reported.